Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being low and it displaying a patient circuit disconnect alarm were confirmed. In addition, the asp observed that the device measured lower peep (positive end expiratory pressure) than set. The asp replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm and ift. H3 other text : serviced by asp.

Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service provider that the ventilator exhaled tidal volume (vte) levels were low. Additionally, the device was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event.